Event description:
Report received from abbott international affiliate (abbott france) that states: "the tubing was completely empty at the end of the infusion in spite of the pressure of the set valve." No pt info is included, however, the report does indicate there were "no clinical consequences for the pt." The pt was receiving 0.9% normal saline. The affiliate reports that it is unknown whether or not the device will be returned for testing and investigation. No further info was available.